Event description:
It was reported that patient's ins battery was already low (caller stated the ins lasted 18 months) and they were experiencing symptoms. Patient services (pss) believed caller stated they saw less than 3 months on may 31st. The caller stated recently their dyskinesia came back, they were home bound as they could not walk well, could not roll in bed, their hands and toes were curled causing pain, and stated the worst was the anxious feeling. The caller mentioned they felt they were having a heart attack last night. Patient stated they now fell down every day where they are battered up and beat up from head to toe. They stated they were falling before, but probably around the 2nd week of june, the falling got worse where they were falling every day. Caller stated they had high usage and settings, and that they were told by their providers that the percept pc was thought to be good for patients needing higher voltage and the caller stated they thought that the percept pc was supposed to be the greatest thing inthe world and was expected to last 4 years. The caller mentioned that a hcp told them the issue with the percept pc ins battery lasting less than expected had occurred for multiple patient's as well (pss asked for further information, caller did not know any further details). The patient was redirected to their healthcare provider to further address the issue. The caller stated they were scheduled for the consultation for surgery on july 5th, and that they would be ensuring the replacement surgery would be scheduled for the week of the 5th. The issue was not resolved. During the call, patient mentioned their first ins battery lasted 2 1/2 years and that everything went well (no allegation made regarding previous ins battery longevity).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported they were in agony, and that their whole body was being affected. The caller stated they saw their hcp yesterday, and that the replacement surgery was not able to be scheduled until (B)(6).